Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused a delay of less than an hour to the surgery. It was reported that after registering the patient, they brought in the shaver and tracking stopped. The emitter was oriented, and the site was able to track a little, but it was inconsistent. There was an endoscope in the field which a manufacturer representative advised the site to remove. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Manufacturing date was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue was due to bad emitter placement. The rep went to the site to have them demonstrate how they were positioning the emitter and it was way too low. The rep noted that they positioned the emitter for the site and everything worked fine.